Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred, requiring incision for removal. The 75% stenosed target lesion was located in the non-tortuous and non-calcified left upper limb vessel. A 7.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, when the balloon was pressurized at 14 atmospheres during the first inflation for 30 seconds, the balloon ruptured and disconnected. The color ultrasound showed that the balloon broke at the tail end inside the blood vessel and could not be withdrawn from the blood vessel sheath. Therefore, an incision was made to remove the remaining part of the balloon from the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.